Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by philip m. Faris, merrill a. Ritter, e. Michael keating, john b. Meding, and leesa d. Harty. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Information was received based on the review of the journal article, "the agc all-polyethylene tibial component: a ten-year clinical evaluation" which aimed to evaluate the clinical and radiographic results associated with the agc all-polyethylene tibial component. This study consists of 405 patients who underwent 536 total knee arthroplasties between june 18, 1990 and november 14, 1991. The article reports revisions due to (58) loosening or collapse beneath the medial plateau, (18) loose patellar prosthesis, (3) infection. In conclusion, the failure rate associated with this flat all-polyethylene tibial component suggests that all-polyethylene tibial components are design-sensitive.